Event description:
It was reported that the user experienced a hypoglycemic event to approximately 47 mg/dl for about one hour while using a dexcom g7, during which the sensor was disconnected and then reconnected during troubleshooting and education, and the event was managed per blood glucose questionnaire guidance. Symptoms included hypoglycemia accompanied by loss of cognition, disorientation, dizziness. Outcomes included transient interruption of usual activities without hospitalization or medical intervention beyond self-treatment. Investigation included user interview and troubleshooting with education on sensor connectivity and low-glucose management. Investigation of this case revealed a temporary loss of cgm signal with successful reconnection and no device damage identified. It was concluded that the event was consistent with hypoglycemia with resolved cgm signal loss and appropriate user remediation.